Event description:
During an esophagectomy, the device fired malformed staples at the second and third firing. Additional sutures were used to complete the procedure. There was no adverse consequence to the pt.